Event description:
It was reported that there was a primary audible background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted and no causes or potential causes to the customer's reported problem were found during the DHR review. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the top case was cracked at bottom left corner. Occlusion testing was performed and were unable to duplicate the primary audible alarm background. The root cause of the issue could not be determined as no physical or any other damage was found on speaker or interconnect board. Replaced speaker as a preventative action, performed occlusion testing and all functional tests which passed. A corrective and preventative action was opened for this issue. Operator of device is unknown. No product information has been provided to date.